Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented for in-clinic follow up. Upon device interrogation it was discovered that the right ventricular lead exhibited over-sensing, with increased impedance and capture threshold values. Conductor fracture was noted during lead revision. The lead was capped and replaced on (B)(6) 2019. The patient was discharged in stable condition.